Manufacturer narrative:
(B)(4): a date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. No material numbers or batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states: gold tubes -not always clotting completely; blue tubes -not always filling properly; lavender tubes-bubbles causing aspiration errors on dxh 600s.